Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter sterile water did not return during cuff check.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. Received (4) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with sample port connector and syringe. Visual inspection of the sample noted no physical defects present. Using the return syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and inflated properly. Deflated the balloon with returned syringe; did not deflate passively in under 5 min. Replaced valve with inhouse valve and inflated and deflated with returned syringe; did not deflate passively in under 5 min. Using the (in-house) syringe inflated and deflated the balloon; did not deflated passively in under 5 min. Cut the catheter shaft near the trifurcation site; observed obstruction measured the inflation lumen using the pin gauge 0.020mm. This does not meet the specification which states "check for defects: excessive material (over fill), bubbles/voids, splits and/or blemishes". The labeling was reviewed and found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Complete initial reporter facility name: (B)(6). Correction: d, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter sterile water did not return during cuff check.